Manufacturer narrative:
(B)(4). Blank display due to corroded battery tube and missing battery tube spring. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly.

Event description:
It was reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.